Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot additional information requested but unavailable: what was the surgical procedure? What were the indications for surgery? What vessel was device being fired on? Can it be confirmed that the compressed vessel was proximal to cut line and no extraneous tissue was included within the jaws distal to cut line? What was the approximate size of the vessel? Were staples present in the middle? If so, what was their shape? Was the specimen side of the staple line intact? Did the patient have any comorbidities that would impact tissue quality? Was this the 1st firing of device? How was device cleaned between firings? What is the surgeon¿s experience with device? What is the current patient status?

Event description:
It was reported that during a thoracic case procedure, the device did not apply staples in the middle of the jaw. Thoracotomy performed the attach the artery. Patient lost 1900 ml of blood and received transfusion . The patient was in stable condition immediately after the event.

Manufacturer narrative:
Batch # p55m60. The analysis found that one pve35a device was returned with no apparent damage and with no cartridge reload present. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.